Event description:
The customer reported to olympus, the high-definition lcd monitor does not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered occasionally turns off, sdi not displayed due to qb board failure and screen coating peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional details regarding the event were provided: - the event occurred during inspection before use. Other procedure and event details were unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power occasionally turned off and there was no output from the sdi because of circuit board failures. The root cause of the circuit board failures cannot be determined. Olympus will continue to monitor field performance for this device.